Manufacturer narrative:
Approximate age of device: 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was symptomatic from progressive mild to moderate aortic regurgitation and underwent surgery for aortic valve closure on (B)(6) 2018. When the patient was recovering in the general ward post-operatively, it was noted that pump flow was on the lower trend of 3.1-3.3l/min at pump speed of 9200rpm. Although the patient was asymptomatic with stable hemodynamics, a CT scan of the thorax was performed to rule out any clots or kinks of the outflow graft. It was reported as significant thrombus burden in the outflow tract dacron graft area, causing stenosis of the outflow. The patient underwent redo-sternotomy to replace the outflow graft with bend relief on (B)(6) 2018. The sealed outflow bend relief collar was applied to ensure the bend relief connection to the sealed outflow graft was in place. The patient was discharged well on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of device thrombosis in the outflow graft area could not be confirmed through this evaluation as no product is available for investigation and no photos of the thrombus were submitted by the account. Moreover, a specific cause for the reported aortic regurgitation and a direct correlation with the device could not be determined through this evaluation. The replaced sealed outflow graft conduit was reportedly discarded by the hospital and would not be returned for evaluation. The patient remains ongoing on lvad support with the new sealed outflow graft conduit and no additional events have been reported at this time. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.